Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure modes for safety shield separation and hub/collar separation with the incident lot were not observed as all product specifications were met. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified on any of the samples. Each sample was then manually inspected to test the weld between the collar and hub components. All samples appeared to have a proper weld with no hub collar separation identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that separation occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that the safety device fell off and the hub separated during use." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that the safety device fell off and the hub separated during use." 1 of 2 complaints.